Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultramini enhanced meter read inaccurately high compared to another device. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that on (B)(6) 2012 at approximately 11am she obtained blood glucose readings of "8.6 mmol/l" on the subject meter and "6.0 mmol/l" on another device (clinic's meter), performed at the same time. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 1.7 mmol/l. The patient informed the csr that she generally tests her blood glucose 1x/day and manages her diabetes with oral medications (taken with breakfast and dinner) and levemir insulin (taken at bedtime). The patient claimed she began taking insulin on (B)(6) 2012 at 11 units; however, she has been steadily increasing the insulin dosage since she began testing with the subject meter, in order for her blood glucose levels to be within her target (6.0 mmol/l or lower). The patient informed the csr that she was currently taking 25u of levemir every evening. It is not known if the patient consulted with her hcp before taking the increased doses of insulin. On an unspecified date/time after the alleged inaccuracy began, the patient reported developing symptoms of "shakes, sweating, diarrhea and a headache". The patient denied testing her blood glucose at the onset of symptoms and stated she was not sure if the symptoms she developed were in response to a low or high blood glucose or as a result of a different health issue unrelated to her diabetes. In response to the symptoms, the patient reported taking aspirin. It is not know if the symptoms alleviated. At the time of troubleshooting, the csr noted that the patient did not have control solution to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that were suggestive of a serious injury after the alleged meter issue began

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510k # is k061118.

Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by product analysis with the following findings: on (B)(4) 2012 the meter has passed testing with no faults found. On (B)(4), 2012 the test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.